Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient has a bilateral ins change due to eos/eri. The following information was received: left sc showed short circuit/low imped at preop interrogation for eri battery change on monopolar c and 0 value 224 ohm. Monopolar case and 1 showed slightly high at 2623. After connected new sc imped issue at contact 0 cleared (value 304 ohms) but contact one in both monopolar and bipolar configs are all high at 12,9k monopolar and both at 13,6k bipolar.  Rt sc was at eos could not run any imped test in preop. After connecting new sc see imped issue at c and 0 of 2979. Hcp was able to program around that contact and reran it a few times. The issue has been resolved. No symptoms were reported.